Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) along with high threshold values at 7v. The patient reported symptoms of dizziness a month ago. The impedance measurements were within the normal range. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact, and setscrew marks were in correct location on the terminal pin. The helix was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) along with high threshold values at 7v. The patient reported symptoms of dizziness a month ago. The impedance measurements were within the normal range. Subsequently, this lead was explanted and successfully replaced. No additional patient adverse effects were reported. This lead is expected to return for analysis.